Event description:
It was reported that the patient visited the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 1 and 4 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. The patient was treated with a saline drip, washing of the kidneys and placed on a sliding scale. The patient was released after 6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.